Event description:
It was reported that the vns patient¿s device showed high impedance (impedance value >= 10,000 ohms) during an office visit on (B)(6) 2014. The patient¿s device was subsequently disabled. Patient manipulation is not believed to have caused or contributed to the high impedance. The patient had also been experiencing an increase in seizures. X-rays were taken and were reported by the physician to show a lead fracture. An implant card was received indicating that the patient underwent generator and lead replacement surgery on (B)(6) 2014 due to lead discontinuity. The explanted devices have not been returned to date.

Event description:
X-rays reviewed by manufacturer did not identify any obvious discontinuities with the vns system; however, the presence of a micro-fracture could not be ruled out. It was reported that the explanted devices were discarded; therefore, no product analysis can be performed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized.